Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a no delivery alarm. The customer was trying to deliver a max bolus when the alarm occurred. The customer's blood glucose level was 403 mg/dl. The customer was able to press resume and the bolus was delivered. Nothing was replaced or returned.